Manufacturer narrative:
The investigation determined that higher than expected k+ results were obtained from the non vitros biorad multiqual level 1, lot 45771, qc fluid when compared to the qc package insert (pi) value. The assignable cause could not be determined, however the likely cause was a suboptimal vitros k+ calibration. A user error related to protocol when preparing the calibrator fluids is likely to be a contributing factor, although this could not be confirmed. There was no indication that the vitros 5600 integrated system, or the vitros reagent lots in use malfunctioned.

Event description:
The customer observed higher than expected potassium (k+) results obtained from a non-vitros quality control (qc) fluid, using vitros chemistry products k+ slides lots 4102-0971-0452 and 4102-0975-1914, processed using a vitros 5600 integrated chemistry system. Non-vitros biorad multiqual lot 45771 using vitros k+ lot 4102-0971-0452 results 4.65, 4.65, 4.54, and 4.61 mmol/l versus expected result 2.72 mmol/l. Non-vitros biorad multiqual lot 45771 using vitros k+ lot 4102-0975-1914 result 4.64 mmol/l versus the expected result 2.72 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. (B)(4). This report is number one of five 3500a forms filed for this event, as multiple devices were involved.